Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had audio anomaly. Customer reported that the troubleshooting for audio failed. It is unknown whether automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.